Manufacturer narrative:
(B)(4): (vessel dissection). Results & conclusions: (device inflated to 14 atm without issue prior to balloon burst at 10 atm).

Event description:
The physician was attempting to treat a lesion in the lm using a 2.5 mm diameter x 20 mm length sprinter legend balloon. The target lesion was reported to have been in an ostial position of the lad d-1 with 99% stenosis. On the first inflation the device was inflated to 14 atm's. On the second inflation, the device was inflated to 10 atm's. A balloon burst occurred on the second inflation and resulted in a dissection of the lm. The physician used a 4 mm x 18 mm integrity bms stent to treat the dissection. The device had been inspected prior to use with no abnormalities noted. The pt was transferred to the intensive care unit on medication. No other clinical sequelae have been reported.